Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. The customer reported losing connection of the meter and insulin pump. The customer did troubleshooting the issue. The customer reported blacking out last week due to a hypoglycemic episode. The customer declined to troubleshoot the low blood glucose level due to lack of eating. The insulin pump will not be returned for analysis.